Event description:
It was reported that during a generator battery replacement surgery high impedance was seen on the patient's newly implanted m106 generator. Troubleshooting was performed: pin was re-inserted three times, lead was irrigated and cleaned multiple times with system diagnostics performed after each. Diagnostics were performed with a test resistor and impedance was within normal limits. The surgeon did not replace the leads until a later date and after this lead revision, impedance was within normal limits. Information was received that the patient's device was discarded after surgery and therefore have not been received into analysis to date. No additional relevant information has been received to date.

Manufacturer narrative:
Describe event or problem: corrected data; additional commentary inadvertently not included in initial MDR.

Event description:
Device history records were reviewed and the device passed all functional specifications and quality tests and were sterilized prior to distribution. Information was received that the representative did not see the actual fracture. It was reported that the device was completely dead prior to surgery they were unable to confirm the state of the lead until they were in surgery with a new generator connected. No additional relevant information has been received to date.